Manufacturer narrative:
Additional information: a4. The customer¿s complaint of unregulated flow was confirmed and reproduced. Review of the pcu event log showed the pcu was not in use on the reported event date. Prior to the reported event date, the pcu was in use on (B)(6) 2019. On (B)(6) 2019, the suspect device (sn (B)(6)) restored infusions of propofol (1000 mg/ 100 ml; drugid= 511) five times at various doses and calculated rates. The customer¿s reported dose of 25 mcg/kg/min and calculated rate of 10.5 ml/hr were not found in the event log. During rate accuracy testing of the suspect device, unregulated flow was observed. Concentricity testing of the returned administration tubing set showed the set was within specification. Inspection of the returned primary administration tubing set showed no abnormalities. Inspection of the suspect device showed a crush mark on the bottom rear corner of the rear case, indicating an impact event. Inspection of the suspect device found separation of the bezel from the pumping mechanism frame as a result of the boss inserts backing out. The proximate cause of unregulated flow was the condition of the bezel boss inserts backing out, causing a separation of the bezel from the pumping mechanism frame.

Event description:
It was reported that the nurse primed the tubing with propofol 1,000mg/100ml to run at 25mcg/kg/min (10.5ml/hr based on 70kg programming) and the set was then loaded into the pump. The roller clamp was released before the tubing was attached to the patient. The nurse then noticed that the medication was dripping from the distal end of the tubing as well as on the drip chamber at a fast rate while the pump was in a paused state. The tubing was discarded and primed a new set with the same medication vial. The same issue occurred after loading the set into the pump. The event occurred in intensive care unit (ICU), the ICU educator was notified, and pump and tubing were removed from patient use. The entire infusion set up was sent down to biomed. It was noted that during a non-bd investigation that the infusion was dripping at about 20 drops per minute. The uncontrolled flow slowed down significantly several hours after the incident and stopped entirely 2 days after. There was no patient harm as the event was discovered prior to attaching the tubing to the patient's IV line. Also, the involved tubing was CT scanned by biomed. It was reported that upon review of the CT images, none was identified anything out of the ordinary. Customer advocacy received a copy of cmdsnet program report from health canada which states" tubing primed with propofol, then inserted into pump. The nurse unclamped the roller clamp before attaching the tubing to the patient's IV line. Nurse noted that the tubing was dripping from the distal end of the tubing set, and also in the drip chamber at a fast rate. The pump was not yet started. Cne was notified, and pump & tubing was removed from service and sent to biomedical engineering in an 'as-is' state. No patient harm was noted. When brought down to biomedical engineering, the problem was recreated: medication was dripping from both the distal end of the tubing set and in the drip chamber when the pump was off. Over the course of several hours, the rate of dripping began to slow and eventually stopped. No obvious defects were identified in either the tubing set or pump module, and a CT scan of the silicone portion of the tubing set also did not show any obvious defects. Pump and module to be sent to the manufacturer for further investigation."

Manufacturer narrative:
Additional information: a4 the customer¿s complaint of unregulated flow was confirmed and reproduced. ¿ review of the pcu event log showed the pcu was not in use on the reported event date. ¿ prior to the reported event date, the pcu was in use on (B)(6)2019 . On (B)(6)2019 , the suspect device (sn (B)(6) ) restored infusions of propofol (1000 mg/ 100 ml; drugid= 511) five times at various doses and calculated rates. The customer¿s reported dose of 25 mcg/kg/min and calculated rate of 10.5 ml/hr were not found in the event log. During rate accuracy testing of the suspect device, unregulated flow was observed. Oncentricity testing of the returned administration tubing set showed the set was within specification. Inspection of the returned primary administration tubing set showed no abnormalities. Inspection of the suspect device showed a crush mark on the bottom rear corner of the rear case, indicating an impact event. Inspection of the suspect device found separation of the bezel from the pumping mechanism frame as a result of the boss inserts backing out. The proximate cause of unregulated flow was the condition of the bezel boss inserts backing out, causing a separation of the bezel from the pumping mechanism frame.

Event description:
It was reported that the nurse primed the tubing with propofol 1,000mg/100ml to run at 25mcg/kg/min (10.5ml/hr based on 70kg programming) and the set was then loaded into the pump. The roller clamp was released before the tubing was attached to the patient. The nurse then noticed that the medication was dripping from the distal end of the tubing as well as on the drip chamber at a fast rate while the pump was in a paused state. The tubing was discarded and primed a new set with the same medication vial. The same issue occurred after loading the set into the pump. The event occurred in intensive care unit (ICU), the ICU educator was notified, and pump and tubing were removed from patient use. The entire infusion set up was sent down to biomed. It was noted that during a non-bd investigation that the infusion was dripping at about (B)(4) drops per minute. The uncontrolled flow slowed down significantly several hours after the incident and stopped entirely 2 days after. There was no patient harm as the event was discovered prior to attaching the tubing to the patient's IV line. During a non-bd investigation, the involved tubing was micro CT scanned by biomed for any irregularities in the tubing shaped and no anomalies were found. Upon inspection of the pump module, it was noticed that the bezel assembly does not sit flush with the module's back casing. Rate accuracy tests was performed and tested setting the occluding fingers to various different positions to see if uncontrolled flow would occur. It was then reported that the device passed the flow accuracy test and the issue could not be replicated. Customer advocacy received a copy of cmdsnet program report from health canada which states" tubing primed with propofol, then inserted into pump. The nurse unclamped the roller clamp before attaching the tubing to the patient's IV line. Nurse noted that the tubing was dripping from the distal end of the tubing set, and also in the drip chamber at a fast rate. The pump was not yet started. Cne was notified, and pump & tubing was removed from service and sent to biomedical engineering in an 'as-is' state. No patient harm was noted. When brought down to biomedical engineering, the problem was recreated: medication was dripping from both the distal end of the tubing set and in the drip chamber when the pump was off. Over the course of several hours, the rate of dripping began to slow and eventually stopped. No obvious defects were identified in either the tubing set or pump module, and a CT scan of the silicone portion of the tubing set also did not show any obvious defects. Pump and module to be sent to the manufacturer for further investigation."

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, it is the customer's policy not to provide patient information.

Event description:
It was reported that the nurse primed the tubing with propofol 1,000 mg/100 ml to run at 25mcg/kg/min (10.5ml/hr based on 70kg programming) and the set was then loaded into the pump. The roller clamp was released before the tubing was attached to the patient. The nurse then noticed that the medication was dripping from the distal end of the tubing as well as on the drip chamber at a fast rate while the pump was in a paused state. The tubing was discarded and primed a new set with the same medication vial. The same issue occurred after loading the set into the pump. The event occurred in intensive care unit (ICU), the ICU educator was notified, and pump and tubing were removed from patient use. The entire infusion set up was sent down to biomed. It was noted that during a non-bd investigation that the infusion was dripping at about 20 drops per minute. The uncontrolled flow slowed down significantly several hours after the incident and stopped entirely 2 days after. There was no patient harm as the event was discovered prior to attaching the tubing to the patient's IV line. Also, the involved tubing was CT scanned by biomed. It was reported that upon review of the CT images, none was identified anything out of the ordinary. Customer advocacy received a copy of (B)(6) program report from health (B)(6) which states "tubing primed with propofol, then inserted into pump. The nurse unclamped the roller clamp before attaching the tubing to the patient's IV line. Nurse noted that the tubing was dripping from the distal end of the tubing set, and also in the drip chamber at a fast rate. The pump was not yet started. Cne was notified, and pump & tubing was removed from service and sent to biomedical engineering in an 'as-is' state. No patient harm was noted. When brought down to biomedical engineering, the problem was recreated: medication was dripping from both the distal end of the tubing set and in the drip chamber when the pump was off. Over the course of several hours, the rate of dripping began to slow and eventually stopped. No obvious defects were identified in either the tubing set or pump module, and a CT scan of the silicone portion of the tubing set also did not show any obvious defects. Pump and module to be sent to the manufacturer for further investigation."